Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, channel b was delivering dopamine 1600mcg/ml at a dose of 10mcg/kg/min. Channel a was delivering an unspecified volume of normal saline at a rate of 125ml/hr. No further programming parameters were provided. At approximately 0915, the physician noted "beat to beat variability" in the patient's blood pressure and ordered that the dopamine delivery be titrated to a dose of 15mcg/kg/min. The variability reportedly continued and at an unspecified time, the physician ordered that the patient's infusion of dopamine be transferred to a syringe pump. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.